Event description:
It was reported that the primapore dressing caused the patient a heat rash. The hp will change over to mepore dressing. Further information is not available.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes are application, removal, time left on patient, trauma, materials used within the dressing. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required no batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file does contain further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.